Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section e. Evaluation: the device was returned to zoll medical canada for evaluation. During disassembly of the device to determine root cause, the technician observed extensive water damage. The device was unrepairable and labeled "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.